Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), and a guidewire. It was reported that the patient¿s anatomy was slightly tortuous. During the procedure, the physician placed two pod pcs successfully into the target location using the handle. While advancing another pod pc through the lantern and into the target vessel, the physician experienced resistance and noticed that the pod pc unintentionally detached halfway out of the lantern. The pod pc was then flushed forward and implanted into the target vessel. The procedure was completed using a ruby coil, the same handle, the same lantern, and the same guidewire. There was no report of an adverse effect to the patient.